Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to "tubing erosion" and reservoir leak. No further information is available at this time. Additional information was received clarifying that the tubing had eroded through the patient's skin. Product return is not expected, but should further information become available, bsc will submit a supplemental report with any new information.